Event description:
Additional information received from the consumer reported the circumstances that led to the device turning off was a broken cord. The replacement device resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37751 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient representative stated recharger is not powering on. The caller had a damaged desktop charger cord 37761. Caller states desktop charger connector pin is broken . Patient representative states they can hear the recharger rattling and can not get the broken connector pin out of the recharger. Patient was able to charge implanted neurostimulator yesterday and had tape over the dtc cord. During call, programmer confirmed ins is on and 100% charged. Caller accidently pressed the wrong button when turning off the programmer and instead turned therapy off. Patient was in discomfort . Caller was able to turn therapy back on and states patient is better. Patient services (pss) reviewed wireless recharger and emailed reps to transition patient. During the call, it sounded like patient had returned a dtc that was replaced. The patient called back and repeated information previously reported regarding recharger and dtc issue. The patient mentioned that a manufacturer representative (rep)  was trying to call them, but the patient was having issues with their phone. Agent reviewed that patient services already emailed the rep to let them know, and that the patient's wife was going to call the rep. The patient was concerned about their implant charge level getting down to 0% and therapy turning off (which would cause them to shake). The patient mentioned therapy has turned off once in the past due to the implant charge level getting down to 0%. Agent checked email logs, and the rep still had not providing the required shipping information. Thus, agent assigned the case to self and sent an email to repair to request a replacement 37751 recharger and dtc.